Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: monitors flicking blue. Update: replacement unit was used. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be due to other consoles connected to the or hub, cable/cable connections, or software. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.